Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was impacted. During system check with tandem technical support, customer indicated that vial of insulin was opened two weeks ago and was kept in a purse or on the kitchen counter. Customer stated that new insulin would be obtained.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.